Event description:
During the explant procedure, the tubing strain relief was noted to have moved and was seen on the band tubing.

Manufacturer narrative:
(B)(4) - hole microscopic examination of the returned device identified two holes in the balloon portion of the band. The first hole was located close to the reinforcement band and corresponds to the primary leak identified on site during the band explant. Microscopic examination of the area indicated that balloon material appeared to be gouged. The location of the hole leads the investigation team to believe this balloon had been punctured; possibly during the g-g wrap procedural step. A secondary hole was observed in the balloon and was very small. Analysis of the device indicated that two holes were found on the balloon. On site evaluation at time of explant confirmed the presence of a leak. The root cause of the balloon leak is difficult to establish with certainty, however microscopic examination of the balloon, in conjunction with the location of the primary leak, lead the investigation team to suggest that balloon had been punctured; possibly during the g-g wrap procedural step. Balloon damage is an anticipated failure mode and as such it is cautioned against within the products instructions for use. As part of this complaint investigation the manufacturing process was reviewed. It is noted that all devices are 100% leak tested prior to distribution. Moreover, it is recommended that a pre-op leak test be performed. In this particular case, additional information provided, indicated that this band passed the pre-op leak test. Therefore a manufacturing issue is unlikely to have contributed to this event. As stated in the event, the tubing strain relief was noted to have moved from it intended position during the explant procedure. To mitigate the strain relief "migration" from the locking connector, a design enhancement was been implemented with the approval of the FDA to glue the strain relief to the locking connector. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant realize band procedure, a leak is suspected. A fluoroscopy was performed on (B)(6) 2012, that showed a leak originating from the band. Contrast was going through the tubing. The device was explanted on (B)(6) 2012 and replaced with another band. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: number of fills/adjustment if applicable? (B)(6). Began to not feel restriction, (B)(6) noted minimal return on fill. Approximate volume in band if applicable? 1.5 cc was removed, rn thought there should have been 7.5 cc. Who performed the adjustments? (B)(6). If the patient is experiencing a problem, how did the patient present? No restriction- gained 6lbs from (B)(6) 2011 to (B)(6) 2012. Has it been determined and/or confirmed that the patient's symptoms are directly related to the realize band? Yes.